Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. Device analysis revealed the posterior cuff was missed; the effects of the cuff miss could appear to the user as a suture break because no suture is present during plunger removal. A cuff detachment was also found during the evaluation. The broken cuff tab was not returned with the device. A cuff tab measures 0.01 inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that proglide suture placement was attempted in the femoral artery using the preclose technique prior to an interventional procedure. Reportedly, the device failed during releasing the suture. A suture break occurred. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.